Event description:
It has been reported to philips that the system would not expose due to error messages of ¿image disk full¿. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc (image processing computer). The fse replaced the ippc, reloaded the software, and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information the diagnostic procedure was completed as per the plan. The philips field service engineer (fse) inspected the system onsite and confirmed that disk cannot be stored. Review of the system log file showed that exposure not possible and image disk full. Upon functional test fse found ip pc boot problem. Fse recreate image store and replaced the ippc and reloaded the software. After replaced the ippc and recreate image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.